Manufacturer narrative:
05-aug-2025, product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Head kept coming away from the main body, seems very loose-oral b power toothbrush [device breakage]. Product counterfeit- oral b [product counterfeit]. Case narrative: consumer e-mail stated that toothbrush was working fine for 8 months but this morning the head keep coming from the main body. He tried different head but that also won't stay. No injury was reported. Follow up: concomitant product updated. Follow up: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported.